Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1320. Per reporter, the batteries were removed and reinserted, but alarm returned while starting up. New batteries were attempted but pump alarmed error 1660. The batteries were removed and tubing clamped. They instructed to contact clinic for further instruction. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
G4. PMA/510(k) #: corrected. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.